Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen stays dark while the ventilator boots up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported issue and determined the most likely cause of the event is the power switch assembly. After replacing the power switch, the issue was resolved. The fsr performed the operational verification procedure and reported the unit runs according to manufacturer specifications.